Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. The pump could not be tested due to a persistent no food alarm. This alarm was caused by a failed pcb board. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was alarming no food when they would attempt to run it. They also stated that the pump was not alarming load set as expected. The pump would alarm "shut door" instead. The initial reporter stated that the no food alarm and the load set alarm failure were discovered during testing. There was no patient involved in the complaint. (B)(4).